Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed with the sandstorm image and the error b30 which indicates there is the communication problem between the subject device and the video processor was displayed at the unspecified timing. The user also reported that the error occurred even the subject device was plugged into another endoscopic system. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon which the error b30 which indicates there is the communication problem between the subject device and the video preprocessor was displayed. It was found that it was occurred due to the damaged ccd part of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the ccd unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.